Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a red alert had been received for this insertable cardiac monitor (icm) device, that indicated the icm device had reached end of service (eos) battery status earlier than expected. The boston scientific field representative discussed this icm device had not met the projected longevity and requested analysis. Boston scientific engineering analyzed the icm device data and confirmed this icm device exhibited premature battery depletion. Engineering discussed the root cause of the reported issue cannot be confirmed via analysis of data; hence, the icm device should be returned for a detailed analysis. Additional information was received indicating the physician was informed about the reported issue. The physician will discuss with the patient before deciding the next steps. At this time, the explant procedure has not been scheduled. The patient is currently stable and no adverse patient effects were reported. This icm device remains implanted in the patient.